Event description:
Pt with interstitial lung disease maintained on oxygen therapy at 4 liters/minute. Arterial blood gases initially obtained on 4 liters/min. Results = pao2 47, paco2 45. Rechecked 30 minutes later with oxygen 4 liters/min by continuous flow nasal cannula pao2 74, paco2 47. Both arterial draws done when she was resting quietly in a chair. (*)